Manufacturer narrative:
Initial reporter phone: (B)(6). G5.PMA/510k info: k111860 k130470. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument 50% of positive mrsa pcrs are not positive via culture. No patient impact is reported. The following information was provided by the initial reporter: customer reports that 50% of positive mrsa pcr measurements are not culture confirmed.

Manufacturer narrative:
H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results for about 50% of their mrsa assay tests as these positives were not confirmed via culture. The customer log files were reviewed by service which indicated need for service of the instrument readers. A bd field service engineer (fse) was dispatched to the customer site where they performed renormalization of both readers, confirmed proper tray and magnet alignment, and reloaded necessary software scripts. The instrument was qualified and confirmed to operating to specifications. This complaint is confirmed by service. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of the device history record for this instrument is not required as this complaint does not allege an early life failure or failure at install of the instrument and the complaint was confirmed through other means. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint. H3 other text : see h.10.

Event description:
It was reported that while using bd max¿ system, bd max¿ instrument 50% of positive mrsa pcrs are not positive via culture. No patient impact is reported. The following information was provided by the initial reporter: customer reports that 50% of positive mrsa pcr measurements are not culture confirmed.